Event description:
It was reported that, "when the surgeon was screwing the ad option shell, the tip of the universal driver shaft was broken. He removed it from the screw head. Therefore, he used a spare driver shaft instead of it."

Manufacturer narrative:
Add'l info has been requested and if available, it will be submitted in the supplemental report.